Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2011, the vns treating nurse practitioner reported to the manufacturer's consultant that the vns patient was experiencing breakthrough seizures, below pre-vns baselines, and during a clinical visit the patient's generator was found to be programmed off, likely caused by a faulted system diagnostic test. That a final interrogation should always be done before the patient leaves a clinical visit was re-addressed with the nurse practitioner. The patient was programmed back to 1.5ma and the normal and system diagnostic test results were all ok.